Event description:
Reference number (B)(4). Event occurred in poland. On (B)(6) 2024, patient reported that details missing from the packaging of infusion set and not sealed properly. No further information available.

Manufacturer narrative:
E1: (B)(6).